Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer nearly went to the ER with a fear of diabetic ketoacidosis; his blood glucose was above 500 mg/dl for twelve hours. The customer was able to treat his blood glucose and successfully return to a normal blood glucose range. The insulin pump appeared to be working properly; however, the customer's sensor stopped working. The customer also had an upcoming appointment with his nurse practioner to discuss treatment options and troubleshooting tips. No products were returned or replaced at this time.